Manufacturer narrative:
(B)(4). Additional manufacturer narrative: prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis peri-operatively, most of which probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. In this case, there has been no indication or allegation that the patient's infection was device related. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The root cause of this event cannot be conclusively determined; however, this event was likely due to patient and/or procedural related factors. It was noted that the patient also had a sternal wound infection. It is unknown whether this may have contributed to the patient's endocarditis. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was learned that a 11500a 27mm inspiris resilia aortic valve, implanted for one (1) month, was explanted due to endocarditis. The patient had recently undergone a reoperative avr and aortic root replacement as well as ascending aorta replacement. She re-presented to the hospital with staph bacteremia and a sternal wound infection. She was subsequently found to have extensive endocarditis involving her prosthetic aortic valve and aortic root as well as high concern for intra-valvular abscess with extension onto the anterior leaflet of the mitral valve. Therefore, the patient underwent redo-avr and aortic root replacement and mvr. Intra-operatively, there was extensive destruction of the inter-valvular fibrosis towards the mitral valve and the vegetation extended down towards the anterior leaflet of the mitral valve. The aortic valve was unable to be removed without the removal of the entire aortic root. Initially, mvr was performed and an aortic root homograft was also implanted. The patient's tissues were noted to be extremely friable which was also noted during the first operation one month prior. However, when the patient was weaned from bypass, a significant amount of bleeding was noted from the aortic root between the aorta and pa just medial to the left coronary button. Following placement of repair sutures, there was significant improvement in bleeding; however, there was worsening aortic insufficiency on tee. At this point, there was concern that the repair sutures had caught part of the aortic valve within the homograft and it was decided to go back on bypass and replace the aortic valve within the homograft. The valve was replaced with a 3300tfx 21mm valve and the mitral valve with a non-edwards valve. The patient was weaned from bypass and she was noted to be in heart block and av pacing was initiated. She was weaned from bypass with modest amounts of pressors and inotropes. Tee showed a well-functioning aortic and mitral valve with no evidence of perivalvular leaks. There was significant concern of rv dysfunction following a long bypass run and significant amount of transfusion requirements needed. It was clear, though the patient was on significant pressors and inotropes, that in the near term she would likely need additional mechanical support. At this time, the patient was transferred up to the ICU with ongoing discussions about next steps whether or not ECMO would be needed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.